Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient underwent surgical intervention for unknown reason wherein the entire system was explanted.

Manufacturer narrative:
The ipg was returned with no allegations; assumed returned for disposal. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. Analysis of the device found minor tooling marks consistent with the explant procedure, the device had declared eri, eol, and it communicated with all lab utilities.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.